Event description:
The customer reported that sometimes the monitors are missing information. The system is not completing its boot up.

Manufacturer narrative:
The ge service rep turned the system on and the system is not completing its bootup. The debug shows system stops at error workstation interrupted and interrupted and default. The system stopped booting up and the c-arm display goes out. He replaced the cpu, display adapter and image processor. The system operates as intended.